Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.